Event description:
Information was received from a patient's representative regarding an external device. The reason for call was the caller reported that they were having a lot of trouble "connecting the handset to the implanted neurostimulator". The caller stated that the issue started last friday. Patient rep said the phone said it was disconnected and finally patient rep got it to connect. Unsure of what pt rep meant by this and pt rep couldn't elaborate on what screens they had been seeing. During the call, walked the caller through accessing the dbs therapy app, and the caller confirmed they were able to connect to the implant. Therapy was off and patient rep was surprised at this saying that the therapy had been off last friday but they had turned therapy back on and had been charging the implant on and off for the "last 4 days". Pt rep turned therapy on and implant battery was at 30%. Reviewed that if battery goes below 25% therapy can turn off and therapy doesn't automatically turn back on when implant is charged back up. Walked pt rep through how to charge implant education. Pt rep was able to access recharger application and started a charging session with excellent connection (pt rep said it was hard to find implant but once reviewed info pt rep was able to find implant quickly). The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.